Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent enterocele repair, mccall culdoplasty, cystoscopy, rectocele repair and sphincteroplasty due to pop and sui. It was reported that following insertion the patient experienced dyspareunia, recurrence and worsening of incontinence along with other urinary problems; in addition to suffering psychologically and emotionally. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to exposed mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and mesh was implanted and on (B)(6) 2013 sparc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient concurrently underwent enterocele repair, mccall culdoplasty, cystoscopy, rectocele repair and spincteroplasty. No additional information was provided.